Event description:
Reporter stated that customer received the following results on 2 different meters within 8 minutes: 424 mg/dl, 356 mg/dl, 181 mg/dl and 184 mg/dl (mobile system 1) and 171 mg/dl (mobile system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for mobile system 2. Reference medwatch with patient identifier (B)(6) for mobile system 1.